Event description:
It was reported that the patients ipg and m8 adaptor presented with low impedances. The patient underwent a revision procedure and the physician replaced the ipg and m8 adaptor. The low impedance issue resolved. The returned ipg and m8 adaptor were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg and m8 adaptor presented with low impedances. The patient underwent a revision procedure and the physician replaced the ipg and m8 adaptor. The low impedance issue resolved.

Manufacturer narrative:
Additional suspect device model db-9218-15 vercise m8 adapter 15cm serial (B)(6). Additional information was received that the patient had been experiencing ineffective therapy and that the patient was doing well post operatively.

Manufacturer narrative:
Additional suspect device: model db-9218-15, vercise m8 adapter 15cm, serial (B)(4).

Event description:
It was reported that the patient's ipg and m8 adaptor presented with low impedances. The patient underwent a revision procedure and the physician replaced the ipg and m8 adaptor. The low impedance issue resolved.